Event description:
Boston scientific became aware of events involving a habib rf catheter through the article "endoscopic radiofrequency ablation for malignant biliary obstruction: a nationwide retrospective study of 84 consecutive applications" by dr. Werner dolak, et al. A total of 58 patients underwent 84 radiofrequency ablation procedures to treat a malignant biliary obstruction performed in between november 2010 and december 2012. All 84 rfa procedures were conducted without any technical problems; 78 were performed via ercp and 6 were performed via a percutaneous approach. A total of 15 rfa procedures were performed within a previously implanted self-expanding metal stent. According to the literature, on one rfa procedure, a 10w was applied for 90 seconds at six different stricture locations in the common bile duct and both main biliary branches. However, a partial liver infarction was noted after the rfa procedure. It is unknown how the partial liver infarction was addressed and the patient was discharged after 8 days. Furthermore, a computer tomography scan (CT) was performed 3 months post rfa procedure and it showed normal perfusion of the affected liver areas.

Manufacturer narrative:
Approximated based on the month and year the first procedures were performed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Literature source: dolak, w., schreiber, f., schwaighofer, h., gschwantler, m., plieschnegger w., ziachehabi, a., mayer, a., kramer, l., kopecky, a., schrutka-kolbl, c., wolkersdorfer, g., madl, c., berr, f., trauner, m., puspok, a. Endoscopic radiofrequency ablation for malignant biliary obstruction: a nationwide retrospective study of 84 consecutive applications. Springer science+business media new york 2013; 28: 854-860. (B)(4).